Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not verify that the rf head was not recognizing devices. However, the rf head did fail all uplink amplitude functional tests due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the radiofrequency programmer head no longer recognizes implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.